Manufacturer narrative:
A product investigation was completed: the device was slightly worn with scratches and marks on numerous locations. All of the identified damage was cosmetic and did not affect the functionality of the device. The device was tested/assembled with known conforming to test the locking mechanism of the aiming arm and no issues or discrepancies were detected. The aiming arm functioned as intended. Dimensional measurement of the device showed that it conformed to the design drawings. The design drawing for the device was reviewed and no drawing issues or discrepancies were noted. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement. Although it is unknown when the devices became worn, the issue was discovered during inspection on (B)(4) 2016. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 26, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 130° aiming arms for use with the trochanteric fixation nail systems were found in a worn condition during a routine inspection of field equipment which was conducted on (B)(6) 2016. It was further noted that the 3.2mm guide wire would become stuck in the aiming arms and be difficult to remove. When used with different aiming arms, the wire functioned as intended; therefore, there is no allegation of malfunction against the wire. No reported patient or surgical involvement. This report is 1 of 2 for (B)(4).